Event description:
It was reported the unit would lock up during cases and then would shut off. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.